Event description:
It was reported that the patient underwent a posterior spinal fusion at l4-l5 to treat chronic back pain and lumbar curve. It was reported that on month post-op the patient presented with pain in the pelvic region and down the right leg. Two months post-op the patient presented with significant back and hip pain. Six months post-op the pain the patient presented with back pain and numbness. It was also reported that the fusion failed and the screws were loosening. No revision surgery has been reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.